Event description:
Healthcare professional reports right side rupture, periprosthetic effusion, and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device patch with lot number 1717221 and catalog number tsf-385. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.6., h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Patient year of birth: 1965.

Event description:
Healthcare professional reports right side rupture, periprosthetic effusion, and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and a curved opening. The weight of the device was within specification. A microscopic analysis was performed which identified wear abrasion, curved striated openings on anterior, posterior and radius side assessed as surgical damage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Healthcare professional reports right side rupture, periprosthetic effusion, and pain diagnosed by MRI scan. It was later confirmed by the physician that he did not observe any damage on the device. This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and periprosthetic effusion.

Event description:
Healthcare professional reports right side rupture, periprosthetic effusion, and pain. The device has been explanted.